Event description:
Device malfunction: foot did not park. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an unknown procedure. Reportedly, the foot did not park. Information regarding device removal was not provided. Hemostasis was achieved with a femostop. There were no adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.